Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The discrepancy associated with patient 1 was likely due to the sample having a low titer of influenza b viral material. It is also possible that the discrepancy was due to low levels of contamination. For patient 2, a specific root cause was not determined, but the issue was consistent with a lower-level sample and poor homogenization of the sample, minimal cross-contamination, or sample mix-up during repeated runs.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for two patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. Patient 1 sample initially generated positive results for influenza a and b. The same sample was retested on a different cobas liat which yielded a positive result for influenza a only. Patient 2 sample initially generated a positive result for influenza b. The same sample was retested on a different cobas liat which yielded negative results. The initial positive results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.